Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   Correction on field: d5, e1 (reporter name and address should remain blank/establishment name updated), and g2 (company representative was inadvertently unselected in the initial medwatch). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured.   Based on the results of the investigation, it could not be definitively determined what the foreign material was adhered/clogged in insertion section. There was no damage to the area where the foreign material was detected, and it is unknown if the reprocessing steps at the material residue point were not deviated from the instruction manual. Therefore, the cause of the material remaining in the device could not be determined. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Instructions for use states the preventative measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
G3 changing from feb 26, 2024 to jan 26, 2024.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found connecting tube has foreign objects. Flexibility adjustment ring, grip, switch box, scope connector cover and case, plug unit, objective lens, light guide lens and plastic distal end cover were all scratched. Air/water cylinder, plug unit, suction cylinder had no color. Grip packing ring is loose. Due to dirt on light guide lens, illumination is uneven. Lastly the connecting tube is shaking, and the universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in connecting tube . There were no reports of patient involvement.